Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 21 years since the subject device was manufactured. When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reports the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. During manual cleaning, the customer reports there were no abnormalities in the reprocessing accessories, the scope was immersed in the detergent solution; the air/water nozzle was flushed with detergent solution and wiped with clean cloths/brushes/sponges. During evaluation, the reported issue was not confirmed. Visual examination found that the following components were scratched: connecting tube; connector cover; scope connector; universal cord protector; universal cord; hand grip; scope cover; switch box; switch button 1; lock engagement lever and knob; both directional knobs; control unit; and bending section cover adhesive. Visual examination also showed the connector cover, control unit, connector tube, bending section and electrical connector were discolored and the connector tube showing wrinkles. The adhesive on the bending section was cracked. In addition, the bending tube was deformed. Functional testing found that the bending angle in the up direction did not meet with specifications and the up/down knob had excess play. Both issues occurred due to a worn angle wire. Based on the results of the investigation, the clogged nozzle likely occurred during reprocessing; however, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: evis lucera gif/cf/pcf type 260 series chapter 3 reprocessing and operation manual sections. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had air/water flow problems from the air/water cylinder. The issue was found during inspection prior to use and the scheduled diagnostic procedure was completed. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.